Event description:
Customer reported unexpected negative reactions with cell #6 (c+c+) of panocell-20, lot 46614 when testing with dbl anti-c, lot nc01901. Testing with cell #11 (c+c+) of the same panel resulted in 4+ reactivity.

Manufacturer narrative:
The complaint was received after the expiration of the product; therefore, no additional serological testing was performed. Product and sample were not returned. The presence of the c antigen on cell 6, panocell-20, lot 46614, was verified through lot release records.